Manufacturer narrative:
Review of the calibration data, provided by the customer with a handwritten note, indicates that the customer flushed the sample syringe and recalibrated. Calibration failed for tg with back to back errors and out of calibration range high errors. Bec hotline instructed the customer to flush the cc side sample probe which resolved the issue. Service was not dispatched for this event since the customer resolved the issue.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated erratic triglyceride (tg) erratic results. The customer indicated that the erratic results also consisted of rate high instrument flags with suppressed results. The erroneous results were reported out of the laboratory. The samples were rerun on an alternate dxc instrument and amended reports were issued. The customer did not provide how many total number of tg patient results were reported as erroneous. The customer did provide printed instrument results for three (3) patients. The customer confirmed that there were no reports of patient injury or impact to patient treatment attributed to this event.